Manufacturer narrative:
No further investigations are planned as country-specific work instructions are in place and are to be followed. The general safety notes for service state in chapter 4.9, working with heavy loads: in addition to wearing the required protective gear, e.g., safety shoes and gloves, ensure that heavy loads are lifted and carried properly to prevent physical injury (e.g., to the spine). Heavy or awkward loads should be moved using technical aids or by more than one person. The relevant information must be observed. According to the information available, the somatom definition flash CT system neither caused or contributed to the injury. However, due to the nature of the reported injury, this report has been submitted with an abundance of caution.

Event description:
It was reported that an adverse event occurred while performing maintenance activities associated with a somatom definition flash CT system. A siemens engineer injured himself while lifting a crate containing a spare part (slip ring) together with two colleagues on (B)(6) 2022. The service engineer stated that his elbow cracked several times and he lost strength in his arm. The engineer also reported pain and bruising. An x-ray and MRI examination were ordered for the service engineer. The x-ray examination was performed. Further information on the extent of the injury has been requested but are not known at the time of reporting.